Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had high pressure. Tubing was laid out straight and the provider traced tubing from the patient to pump. No occlusions were found. Port site was again checked but the alarm persisted. The provider stated that the cassette did not appear to be fully connected. The gap between pump and cassette was larger on the lower right side. Clamp was closed and cassette removed. The provider tried to reattach cassette but stated the right side was not flush with the rest of the pump. The provider explained it may be a pump or cassette defect. The pump was off, and the clamp was closed. There was patient involvement, and unknown signs or symptoms experienced.